Manufacturer narrative:
According to our factory experts, this event cannot occur during normal system operations as the protection cover on the tube arm will prevent this from happening. There is no potential danger to either patients or operators. Siemens is unaware of any other similar events.

Event description:
It was reported that ge healthcare engineers were performing a service call on the siemens axiom aristos fx system. The engineers removed a tube arm cover in order to repair a broken axle and spring responsible for vertical tube movement. After the arm tube cover was demounted, a tube rotation was initiated by the service engineers and a pre-damaged small lever popped out and shot through the room. There are no injuries associated with this incident. This event occurred in (B)(6).